Event description:
It was reported that the external pulse generator shut itself off. It was noted that this may be related to the field action. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis confirmed the reported event, the device shut itself off, the main printed circuit board (pcb) was out of electrical specification, as a result the main pcb was replaced. It was also noted that the upper and lower case halves were contaminated in the battery compartment, the battery release was contaminated, both bail covers were broken, the battery contacts were contaminated and the battery drawer was contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.